Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, version #: 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site could not query the exam. The exam they were looking for would not populate when using the mrn to search with an open date range. Navigation was aborted causing less than an hour delay in the case. No impact on patient outcome. Troubleshooting was performed and they found that when searching using an open date range and mrn that the most recent exam was from 2004. When searching using last name and an open date range, the most recent exam was from (B)(6) 2020. When searching using last name with the date range set to a week, multiple exams populated.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that the root cause was unable to be determined. It was suspected that the cause was the site syncing two electronic picture archiving and communication systems (pacs) databases. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported pacs had mentioned that they were currently in process of syncing information between two databases. Pacs was doubtful that the issue would've been caused by that, but also could not entirely throw it out as a possibility. It was noted that pacs stated that they never have information stored on two separate servers where the navigation system would be looking for scans. It was noted that further testing would have to wait until after the syncing was complete.